Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2023, the patient experienced that infusion set fell off during use. The infusion set was used for 2 hours to 1 day. The blood glucose level of the patient was 80 - 180 mg/dl. . The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1889878-MDR 3003442380-2024-07353-device 4 of 5.